Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 and eventually shifted to intensive care unit (ICU) due to bent cannula which results into hyperglycemia and diabetic ketoacidosis. The blood glucose level was 600 mg/dl at the time of event and the patient got treated with intravenous insulin. The patient was admitted in the hospital for more than twenty-four hours. Patient experienced symptoms like sick/unwell flu like other increased urination and vomiting. No further information available.

Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag the trips and alerts according to the omqr procedure.